Manufacturer narrative:
On november 12, 2018 an immucor service technician examined echo instrument serial number (B)(4) and performed a successful unexpected reaction checklist, daily maintenance, and performed qc and ran 4 random samples with expected results. The instrument was operating within specifications and it was returned to customer use. No sample or reagents were returned to immucor for additional testing.the immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018 a customer reported an unexpected negative antibody screen with capture-r ready-screen 3 on the echo instrument.